Manufacturer narrative:
For both of the pending events: 1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: no corrective actions were taken.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?"? No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter questioned the results for 2 patients tested for elecsys tsh on a cobas e 801 analytical unit and a cobas 6000 e601 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: 1 male, 1 asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.